Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pump was indicating that the infusion was nearing completion/empty, however syringe was still full. Pump investigated as normal by htm. No consequences to the patient were reported.

Event description:
It was reported from the d3 cardiac intensive care unit (ICU) that the device indicated that the infusion of an unspecified medication was nearing completion, however the medication syringe was still full. The device was investigated by facility htm to find that the device functioned normally. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional information added to: revised short description, b5 and added concomitant syringe. Added a1,concomitant; syringe, size and manufacturer unknown. Customer stated no further information is available.